Manufacturer narrative:
The manufacturer received information in relation to a dreamstation auto CPAP unit. The device was returned to a third party service center. During visual inspection of the device, it was determined dirt caused by rust was confirmed. Additionally, life related smell and upper enclosure damage was confirmed during the device evaluation. Device was scrapped at customer's request. Analysis of past events has not indicated an adverse event has occurred due to corrosion. Review of the risk file indicates the potential for a serious adverse event occurring as a result of this incident is unlikely. Additionally, the risk file indicates that corrosion will not substantially affect the performance of the device. This complaint is considered not reportable.

Event description:
The manufacturer became aware of a dreamstation auto CPAP device with a complaint for life-related smell and legal label worn away. There was no report of serious patient harm or injury. The device was returned to third party service center and confirmed life related smell, wearing away in legal label and dirt caused by rust.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.